Event description:
It was reported that dr (B)(6) was using benders to bend in the plate and the plate snapped in half.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could be confirmed. The macroscopic and microscopic investigations show that - one bone plate, mp, 4 hole, medium bar - the plate was heavily damaged with material bulging by medical instruments during the bending / adaptation to the anatomy of the patient and finally broke by exceeding the materials strength in forced rupture mode. The fracture origin could be located in surface damages caused by medical instruments. Moreover the plate shows in places heavy damages with material bulging caused by medical instruments. The damages lead to a massive local strain hardening / embrittlement of the material and could have finally resulted under functional load also in a breakage of the plate. In the IFU is documented under: general warnings and precautions that ¿ ¿scratching or damage to the component can significantly reduce the strength and fatigue resistance of the product¿. The investigation with sem shows on the fractured surfaces the honey comb structure of a forced rupture as well as secondary cracks. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
It was reported that dr. (B)(6) was using benders to bend in the plate and the plate snapped in half.